Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the field service representative (fsr) that the pump stopped pumping while on a patient. The staff noticed that the pump was not powered up when they arrived in the unit. The staff decided that the patient did not need the pump and discontinued therapy. There was no report of delay in therapy. There was no report of patient complications, serious injury or death. The fsr could not duplicate the issue, and the pump passed all functional checks.

Event description:
It was reported by the field service representative (fsr) that the pump stopped pumping while on a patient. The staff noticed that the pump was not powered up when they arrived in the unit. The staff decided that the patient did not need the pump and discontinued therapy. There was no report of delay in therapy. There was no report of patient complications, serious injury or death. The fsr could not duplicate the issue, and the pump passed all functional checks.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump was not powered up" is not able to be confirmed. The field service engineer serviced the pump and could not duplicate the issue. The pump passed functional check-out. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.